Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, the system alerted error code 60. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the ultra console was received by san jose cis in good condition with no physical damages/defects observed. The ultra console was plugged into the wall source and failed 1.2 to 1.14 test steps. There was error (60 -unable to power off actuator) found on uic read out during the time of testing. The ultra console was power reset but failed and this is due to 15 volts power supply relay incomplete activation, therefore actuator not off was confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for a thrombectomy procedure. However, the system alerted error code 60. The procedure was cancelled. No patient complications were reported.